Manufacturer narrative:
Additional information was received that no further course of action at this time.

Event description:
A report was received that the patient's remote control was receiving a telemetry error message. It was noted that the patient was having difficulty charging the ipg. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient's remote control was receiving a telemetry error message. It was noted that the patient was having difficulty charging the ipg. The patient will undergo an ipg replacement procedure.